Manufacturer narrative:
The customer was sent replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that reagent cartridges were leaking at the seam. No injury was reported.